Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. Doi: unknown. Dor: (B)(6) 2018. Left knee.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) is used to capture the surgical intervention and medical device removal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received on 17 june 2019 were reviewed to identify patient harms/product issues on (b(6) 2019. On (B)(6) 2016, the patient underwent total left knee arthroplasty. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and competitor bone cement. On (B)(6) 2018, the patient underwent a left knee revision of polyethylene exchange, due to flexion instability and pain. The surgeon reported there was no movement or loosening of the femoral nor tibial components. The patella was retained. The surgeon reported no intraoperative complications. The patient was implanted with depuy tibial insert, and there were no complications reported. Doi: (B)(6) 2016; dor: (B)(6) 2018; (lt knee).